Manufacturer narrative:
H.6. Investigation summary: one photo of two loose safetyglide needle assemblies was received and evaluated. It was observed one was unshielded with the safety shield activated and appeared to have a missing cannula. One was inside the shield and the cannula appeared to be significantly curved. Both needle assemblies were rejectable per product specification. Possible root cause is associated with the safetyglide needle assembly process. The fixture holding the needle assembly was not perfectly centered when the plastic shield was assembled inducing the bent needle. No corrective actions are necessary based on the defective rate identified. Batch 8002868 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that a needle sftygld 25x1 rb was bent and another had a molding defect the following information was provided by the initial reporter: "sometime around the end of january a bd safety needle 25g 1" lot #8002868, exp 12/31/2022 was taken out of the cap and found to have a bent needle. Shortly thereafter, a second issue was found with a needle where the needle hub was malformed, same lot# and exp. I have kept both needles. We have pulled the inventory with matching lot/exp."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a needle sftygld 25x1 rb was bent and another had a molding defect. The following information was provided by the initial reporter: "sometime around the end of january a bd safety needle 25g 1" lot #8002868, exp 12/31/2022 was taken out of the cap and found to have a bent needle. Shortly thereafter, a second issue was found with a needle where the needle hub was malformed, same lot# and exp. I have kept both needles. We have pulled the inventory with matching lot/exp."